Event description:
Caller reported not seeing insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps to remove air from the cartridge and used room temperature insulin. Cts guided caller through filling and loading a new cartridge, but the issue persisted, customer reverted to an alternate method of insulin delivery.